Event description:
It has been reported to philips that the tempus pro device has an issue with the capnography and displays a notification which states ¿capno disabled¿the device was not in clinical use.